Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 389 mg/dl at the time of incident and the current blood glucose level was 1025 mg/dl. The customer was assisted with troubleshooting. The customer was treated with shots. The customer stated that the symptoms related to high blood glucose such as thirsty and urinating. Customer did not allege pump was under delivering customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.